Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was investigated by a maquet service technician. The drive was repositioned and intentionally bumped, repositioned and tapped for a week without issue. The pm functional test and safety check were executed successfully. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the device. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).